Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insertion part of the reservoir and the back side of the insulin pump was broken. Customer was hospitalized for treatment of another disease. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and scratched keypad overlay.